Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable as the patient had not charged the device in over a year. Subsequently, the patient's scs ipg was replaced with a new one. Stimulation therapy was restored postoperatively.